Event description:
Emt's responded to a person complaining of chest pains. The device was connected to the patient for a 12 lead ECG and diagnosed the patient as a possible acute mi. Local protocol allows for prehospital reperfusion therapy upon fax transmission review by the hospital ed physician. According to the reporter, the operator initiated a fax send operation and the device indicated the operation was proceeding, but the physician stated the fax did not arrive at the ed. The reporter stated that subsequent operator initiated fax send operations would not complete dialing. Reperfusion therapy was not administered, but the patient was transported to the hospital and no adverse affects were reported as a result of the alleged malfunction. The reporter indicated a patient might have died because of the delay in therapy.